Event description:
It was reported that the patient had a hip revision in (B)(6) hospital for special surgery in 2012. An osteonics ha restoration stem was inserted. The patient lives on both coasts and that is why the revision was done in (B)(6) and now in los angeles. After the (B)(6) revision, the patient complained of pain and a shorter leg. The pain is from the trochanter that broke off. At the. Ucla revision, the zimmer cup was cut out using the x-plant. The c taper head was removed. A tritanium revision cup with a mdm cup and a universal ceramic head were inserted. The trochanter was wired back and the leg was lengthened.

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown osteonics ctaper head. Additional information has been requested and if received, will be provided in the supplemental report.

Manufacturer narrative:
An event regarding reported periprosthetic fracture (at trochanter) involving a unknown restoration ha stem was reported. The event was confirmed. Method & results: device evaluation and results: could not be performed as no items associated with the event were returned or made available for identification or evaluation. -medical records received and evaluation: two poor quality x-rays were received, the broken trochanter is clearly visible on one. Insufficient medical records were received for review with a clinical consultant. Device history review: a review of the device history records could not be performed as no lot information was provided. Complaint history review: a complaint history review could not be performed as no lot information was provided. Conclusions: an event of periprosthetic fracture was confirmed based on the provided x-ray. The root cause could not be determined because the devices were not returned for evaluation and insufficient medical information was provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated. Product surveillance will continue to monitor for trends.

Event description:
It was reported that the patient had a hip revision in (B)(6) at the hospital for special surgery in 2012. An osteonics ha restoration stem was inserted. The patient lives on both coasts and that is why the revision was done in new york and now in los angeles. After the new york revision, the patient complained of pain and a shorter leg. The pain is from the trochanter that broke off. At the. Ucla revision, the zimmer cup was cut out using the x-plant. The c taper head was removed. A tritanium revision cup with a mdm cup and a universal ceramic head were inserted. The trochanter was wired back and the leg was lengthened.